Event description:
A pt reported they were hospitalized. Their meter allegedly would only prompt the "clean test area" message. No symptoms reported. The pt has to run through several tests before a blood glucose result is obtained. The result on the emt or the hosp was unk. The time difference between pt's meter and hosp was unk. Treatment was unk. No further info has been reported.